Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system s3/ s3u IFU was reviewed. Potential adverse events include 'valve stenosis' and 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis'. No IFU/training deficiencies were identified. The complaint for stenosis was confirmed as a medical report was provided. However, the complaint for leaflet thickened/halt was unable to be confirmed as no relevant imagery/medical record was provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, patient had medical history of hyperlipidemia and diabetes. Diabetes is predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of thickened leaflets as reported. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets, diabetes, and hyperlipidemia) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a medical record review. Investigation is ongoing.

Event description:
As reported from patient support, approximately 1 year 6 months, post implant of a 23mm sapient 3 ultra valve in the aortic position, the patient had a lacunar stroke. During various tests at the time, the echo showed the valve was stenosed. Another echo done on an unknown date, showed that there was severe bioprosthetic stenosis and the leaflets are thickened. The patient's interventional cardiologist thinks that the diameter of her current valve (23mm) is too small for another tavr (viv) and thinks the patient will need surgical intervention. After reviewing the medical records provided, approximately 1-year and 8 months post successful implant of a 23mm s3u in the aortic position via tf with no documented pvl, we were informed by the patient that during tests for another condition, a tte was done on the patient's heart and they reported that this echo indicated severe bioprosthetic stenosis and that the valve leaflets are thickened. Their cardiologist indicated that perhaps they would need surgical intervention as it was possible the 23mm s3u would be too small for a valve-in-valve tavr.

Event description:
As reported from patient support, approximately 1 year 6 months, post implant of a 23mm sapient 3 ultra valve in the aortic position, the patient had a lacunar stroke. During various tests at the time, the echo showed the valve was stenosed. Another echo done on an unknown date, showed that there was severe bioprosthetic stenosis and the leaflets are thickened. The patient's interventional cardiologist thinks that the diameter of her current valve (23mm) is too small for another tavr (viv) and thinks the patient will need surgical intervention.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.